Event description:
It was reported that the patient on (B)(6) 2006 the patient presented lumbar disc herniation, l5-s1 and underwent surgery which consisted of a discectomy decompression of nerve root, interbody and posterolateral fusion instrumentation. Per the operative report¿¿. Curets were used to decorticate the endplates both superiorly and inferiorly. At this time, an 11mm crescent interbody cage filled with bone morphogenic protein was tapped into the disc space. Remainder of the medium size bone morphogenic protein was also placed within the disc space. The bone that was removed from the lamina and the facets were morselized and they were also packed into the disc space until the disc space was full of disc material. At this time, the microscope was removed from the field. The pedicle screw was placed at l5 and s1 bilaterally. Nerve roots were monitored throughout the case using free run emg and the irritation of the nerve roots, which was apparent on the monitor, was treated with release and retraction against the nerve roots. Using ap lateral c-arm x ray, emg¿. A pedicle finder placed within the pedic1es at l5 and s1 without any nerve root irritation indicated adequate path of the pedicle finder. A 6.5 x 50 screws at the l5 and 7.5 x 50 screws at the s1 were placed with adequate purchase. Screw sites were then again tested with 15 ma of emg stimulation and the adjacent nerve roots did not have any irritation observed by the monitor. At this time, two 3 cm rods were placed on top of the screw heads. Cross compression was performed and final tightening was applied and a cross-link was also applied. Subsequently, the remainder of the bone was morselized with a slight amount of infuse and placed over the posterolateral between the transverse processes for posterolateral fusion¿¿ no complications were noted. On (B)(6) 2006 a 2v chest x-ray was taken which demonstrated ¿no acute pulmonary disease process and tortuous thoracic aorta raising the question of hypertension.¿ on (B)(6) 2006 a 2 v of the lumbar spine was taken which demonstrated post anterior as well as posterior fusion at l5-s1. ¿..alignment normal. There is minimal retrolisthesis of l4 over l5. Slight depression of the superior endplate of l2 is noted.¿ on (B)(6) 2006 the patient was discharged from the hospital. On (B)(6) 2006 in a f/u 4 weeks post lumbar discectomy fusion and instrumentation, the patient presented mild to moderate back pain. On (B)(6) 2007 post fusion the patient had a ap, lateral, and cone down view of the lumbosacral junction taken which demonstrated pedicle screws and fixation rod are in place. There is close anatomic alignment.¿ on (B)(6) 2007 the patient presented in a post op f/u some back and leg pain. On (B)(6) 2007 3v lumbar spine x-ray was taken which demonstrated ¿stable appearance of l5-s1 fusion without definite complication. Stable appearance of slight posterior subluxation of l4 on l4 and l4 on l5 levels.¿ on (B)(6) 2007 the patient presented new pain radiating to left side of buttocks, thigh, calf with extension into ankle; and mild t moderate back pain. On (B)(6) 2007 the patient presented low back pain and right leg pain with burning spasms. A hf lumbar spine MRI was conducted which demonstrated ¿at l4-5, advanced spinal stenosis with right lateral recess/right paracentral disc herniation; at l5-s1, status post fusion with perineural enhancement surrounding the right s1 descending nerve root. A residual/recurrent central disc displacement shows only minimal encroachment on the thecal sac and nerve roots due to abundant ventral epidural fat.¿ on (B)(6) 2007 the patient presented worsening back pain and bilateral buttock, thigh, and calf pain and numbness. Mild to moderate tenderness in the mid to lower lumbar area. On (B)(6) 2007 in a preoperative evaluation the patient presented mild to moderate back pain and leg pain; disc degeneration at l4-l5. On (B)(6) 2007 the patient presented back, buttock, right leg, and calf pain; disk herniation l4-l5 with radiculopathy. Per the operative report clinical note, an MRI revealed ¿ adequate fusion at the l5-s1, but significant disk degeneration and compression of nerve roots at l4,l5. The patient underwent an extension of fusion to l4, l5 with diskectomy and exploration of the nerve root on the right at l5-s1. Per the operative report: ¿the scar tissue over the previous instrumentation was removed to expose instrumentation. The lamina, facets, transverse process of l4 and the l5 were exposed. Initially the cross length between one rod to the other was loosened. The rods were removed on both sides. The screw heads were loosened and scar tissue removed on both sides. There appeared to be minimal posterolateral effusion at the l5-s1 segment bilaterally. The spinous process of the l4 was removed¿¿.. The disc was measured, for placement of the interbody device. At this time, a pedicle screw was placed bilaterally at l4¿a 6.5 x50 screw was placed at the l4, using medtronic screws¿..a tlif cage made by alpha tech of 28 x13mm, filled with a small bone morphogenic protein in addition to the patients local bone which had been removed from the lamina. Initially the remainder of the infuse was packed anteriorly into the disk space. The lamina or bone which had been morselized was packed anteriorly as well. Subsequently, the distraction against the screw was performed and the 13x28 cage placed within the disk, in an angle with slight retraction on the left l5 nerve root. Ap lateral c-arm x-ray confirmed the appropriate placement¿final tightening was applied of the screws bilaterally. Remained of the bone mixed with dbx placed over the posterolateral area at l4, l5, and s1 to enhance posterolateral fusion after the l4 transverse processes were decorticated¿¿¿ no complications were noted. On 10/30/07 in a post op f/u the patient presented mild to moderate postoperative back pain. On 01/02/08 the patient had a 2-3 vie lumbar spine taken which demonstrated grade 1 retrolisthesis of l3-l4 and mild degenerative disc change, l2-l3. On (B)(6) 2008 the patient presented persistent back pain; residual right leg pain with radiation to anterior thigh into the right calf and anterior foot. On (B)(6) 2008 the patient presented moderate to severe low back pain and low back spasms with weakness in the lower back. On (B)(6) 2008 the patient presented mild to moderate postoperative back pain; mild to moderate tenderness to the paraspinous region on the right around l4-l5 on palpation. ¿diagnosis: lumbar disc displacement; lumbar radiculopathy; failed back syndrome.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.